Manufacturer narrative:
Product ID, 8835 lot# serial# (B)(4), product type programmer, patient product ID, 8731sc lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced an overdose due to high dose of medication. The patient alleged to the physician that they were being overdosed by the pump. The physician interrogated the pump and pump logs did not indicate any problem and there was no volume discrepancy at the last refill. The reporter stated that they kept increasing the patient's medication until one time the patient got too much. The patient was admitted to the emergency room (ER) the friday prior to the report and stayed in the hospital until saturday due to the alleged overdose. The patient had an altered state of mine and was "on cloud 9". The doctor at the hospital stated that the patient was getting too much medication. It was noted that the patient had also experienced a seizure. The managing physician arrived at the hospital and "turned it down as far as he could". Following the decrease in dose, the patient was reported to have been doing better. The device system was used to deliver dilaudid (hydromorphone); morphine was also mentioned but was not confirmed. Additional information has been requested but was not available at the time of this report.